Manufacturer narrative:
Image analysis the customer returned two images for evaluation. Image 1: this image depicts the distal tip of the hawk device which appears to have detached from the device, there is a spider fx device protruding out of the tip of the detached housing. Image 2: this image depicts the torque shaft and a portion of the housing from the distal tip, the rest of the distal tip housing appears to be detached from the device. Product analysis the device was returned with the cutter driver in the off position, and the strain relief was bent. A visual inspection found that the tip detached distal to the anchor pockets. The detached tip was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a hawkone m atherectomy device with a 6fr non-medtronic sheath and a non-medtronic guidewire during procedure to treat a 100mm calcified lesion in the patients left mid superficial femoral artery (sfa). Severe vessel tortuosity and severe vessel calcification were reported. Lesion exhibited 40% stenosis. Artery diameter reported as 5.5mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. A 7mm spider embolic protection device was used. The vessel was pre-dilated with a 3.0 nanocross pta balloon. The vessel was not post-dilated. The device was not passed through a previously deployed stent. Moderate resistance was encountered when advancing the device. Excessive force was not used. It was reported the tip of hawk detached where cutter blade starts during procedure. The detached tip was removed within sheath. Physician was not able to use a drug coated balloon in case. Physician had to pull spider wire out along with the hawkone. The guidewire did not prolapse leading to tip detachment. There was no injury/intervention associated with this event. The device was safely removed from the patient. There was a delay in the procedure but did not result in any health consequences or impact to the patient. Procedure was aborted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.